Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they calibrated the transducer but the problem was not corrected. After that, they installed a good known compressor and the problem was corrected, a new compressor was ordered for this unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator's compressor did not turn on and alarmed no ventilation when they disconnected the air and o2 supply while connected to a patient. The patient was transferred to another ventilator. The customer confirmed that there was no patient harm. Additionally, the customer also reported that the compressor icon is on the screen but the compressor does not work.